Event description:
A customer reported getting error messages "3000 diluent shortage" and "2066 false detection of specimen level by main arm" on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for human chorionic gonadotropin (hcg), beta human chorionic gonadotropin (bhcg) and alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse reviewed the error logs and confirmed a bf probe 3 overflow error had occurred; fse could not confirm any of the initial errors reported. The fse reproduced the bf probe 3 overflow error by performing a sample run. While, troubleshooting, fse visually inspected analyzer and found a few probe tips on the bottom of the well wash 3 which was causing an obstruction to the suction. The fse resolved complaint by cleaning and clearing the fallen probe tips. The fse then reran the sample with good suction and no more bf probe overflow errors, nor did any of the initially reported errors reoccur. The fse performed quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [3000] diluent shortage cause : the level sensor of diluent tank is not detecting fluid. Measurement is suspended. Solution : measurement is automatically resumed after the diluent is replenished. If the diluent level is sufficient, contact tosoh service center or local representatives. [2066] false detection of specimen level by main arm cause : the liquid level was detected before reaching the surface of the specimen. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause of the reported event is due to probe tips found on the bottom of the wash well causing obstruction to the suction